Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient's weight at the time of the event was (B)(6) pounds. The patient had not felt the device helped and has had it turned off for years. The patient has told the healthcare provider they want the device removed. No further complications were reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an unrelated MRI. The MRI technician stated that the patient claimed that the device was disabled. They did not have any further details regarding what ¿disabled¿ meant. The issue began 3 years ago. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient's weight at the time of the event was (B)(6) pounds. The patient had not felt the device helped and has had it turned off for years. The patient has told the healthcare provider they want the device removed. No further complications were reported.